Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed with oversensing noise and far r oversensing resulting in inappropriate mode switch on the implantable cardioverter defibrillator (ICD). The patient experienced a syncopal episode. Programming changes were performed to resolve the issue. The patient condition was stable after the programming changes.